Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluated this unit and was able to reproduce the reported failure. The fse found the blue fiber optics connector to be broken. To fix the issue, the fse replaced the fiber optic sensor extension assembly. Subsequently, the fse performed all functional and safety test as per factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use. Full event site name: hospital

Event description:
It was reported that during set up, the fiber optics for the cardiosave intra-aortic balloon pump (iabp) were not working. There was no patient involved; thus, no adverse event reported